Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-may-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving baclofen (500 mcg/ml, 124 mcg/day) via an implantable pump for intractable spasticity and head/brain injury. The hcp reported the patient was in the emergency room and an x-ray was performed showing that the catheter had been dislodged. The hcp was on going to the emergency room (ER) to program the pump off permanently. There were no symptoms reported. The hcp confirmed they plan to perform an explant at a future date.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, additional information was received from an healthcare professional (hcp). The reason for the patient going to the emergency room was requested and the hcp replied, "confirm". The hcp was asked what symptoms the patient had experienced and the hcp replied "confirm". It was unknown what caused the catheter to dislodge. Replacement was to occur, but the date was not known "at this time".